Event description:
Note: this report pertains to one of seven complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-02212, 3005099803-2011-02213, 3005099803-2011-02214, 3005099803-2011-02215, 3005099803-2011-02216, 3005099803-2011-02217 and 3005099803-2011-02218. It was reported to boston scientific corporation that seven resolution hemostasis clipping devices were used to treat a post-polypectomy bleed in the colon during a colonoscopy procedure. According to the complainant, during the procedure, all seven resolution clips would not separate from the delivery catheter after deployment. The physician had to pull each clip off the tissue in order to remove the device from the patient. This manipulation did not result in additional bleeding or tissue damage. An eight resolution clip was used to successfully complete the procedure without complications. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, it was reported that the device was not used past its expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.